Manufacturer narrative:
Literature citation: yoshihisa kotani, takuma kaihara, katsuhisa fujita, yusuke kameda, hideaki fukaya; title: clinical outcome of spinal augmentation with application of oblique lateral interbody fusion (olif for spinal revision operation. Mean age: 76 years gender: 10 male 11 women. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: spinal fusion, spinal reconstruction surgery combined with oblique lumbar interbody fusion (olif) it was reported that on unknown date, post-op, an abstract total of 21 patients who had a history of undergoing spinal fusion underwent spinal reconstruction surgery combined with olif. Post -op illiac spacer backed out. Patient complications were reported as unknown.